Event description:
It was identified through review of a patient's generator's internal data that the generator's voltage and percent battery consumed was consistent with premature end of life. The generator was identified as laser-routed. The manufacturer's device history records were reviewed. The generator passed all functional and quality specifications prior to release. The device's internal data was reviewed. The generator was near to displaying a 25% battery life indicator, but only 21.491% of the battery was consumed. This is evidence of premature battery depletion. No other anomalies were identified. The patient's generator was replaced prophylactically and returned product analysis was completed on the suspect device. The generator was monitored for 24 hours in a body temperature environment. The generator provided the intended output current for the entirety of the monitoring period. Per the final electoral test, the generator performed according to functional specifications with no anomalies found . However, further internal data of the device verified premature battery depletion. It was identified through an internal investigation that the observed premature battery depletion was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. No further relevant information has been received to date.